Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump continued to drip nitroglycerin after the pump had been stopped and disconnected from a patient in the cardiovascular intensive care unit. The patient was receiving ¿several titratable infusions¿ including propofol, nimbex, cardene, nitroglycerin, and ivf with secondary fluid using multiple pumps. Approximately 30 minutes after the pumps were switched for new pumps, the patient¿s systolic blood pressure increased to 120. The nurse proceeded to connect the nitroglycerin infusion to the patient using the new spectrum pump with a minimal dose. Subsequently, the patient blood pressure decreased from a systolic in the 120s down to the 40s, oxygen saturations decreased from 93% to 83%, and the heart rate increased from 70 to 115bpm. The nurse immediately stopped the cardene and nitroglyerin infusions. A levophed infusion was started at maximum dose and after several minutes there was minimal change. The nurse reassessed the lines and noticed that nitroglycerin bottle was creating bubbles, so the line was disconnected from the patient and the medication began to free flow in the bed while the tubing remained locked in the pump. No alarm was generated. The flow was stopped after the lower clamp was rolled down. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.